Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report#1627487-2018-07697. It was reported that at the post-implant follow-up, the stimulation was turned on and patient experienced undesirable stimulation in the neck and back. X rays showed lead placement in good condition but no effective therapy was achieved. As such, surgical intervention may be pending to address the issue.

Event description:
Device 1 of 2: reference MFR report#1627487-2018-07697. Additional information identified that surgical intervention was undertaken wherein the right occipital lead was re-positioned on (B)(6) 2018. Reportedly, therapy was restored post-operatively.